Event description:
The user reported that during a coiling procedure the physician needed more pushability and used a 7f or 8f guide catheter instead of a diagnostic catheter. During the procedure the tip straightener on the microcatheter advanced through the guide catheter and into the patient's left ventricle without the physician or staff noticing. The user reported that it was a long challenging case and that the tip straightener went unnoticed until the next day when the patient had a routine follow-up echocardiogram. It was at this point that the tip straightener was identified and removed from the patient's left ventricle with a snare. No additional harm or injury was reported. The user did not provide a lot number.

Manufacturer narrative:
Device evaluation. The suspect device is not expected to be returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the investigation has been completed.